Event description:
It was reported that after opening the original packaging for the aspiration needle, damage was discovered without any manipulation of the needle, specifically an exposed section in the transition area between the green protective sheath and the metal part of the needle. The procedure was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.